Event description:
Related MFR report: 1627487-2020-04808. Follow up information received identified surgical intervention was taken and the patient's scs lead with the high impedance was replaced. Stimulation therapy coverage was obtained postoperatively and the issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04808. It was reported the patient 's scs system was exhibiting high impedance on multiple lead contacts. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-04808.